Event description:
Procedure: pneumonectomy. According to the reporter: only 3 staples were applied on tissue and the knife did not advance. Another device was used and additional tissue was resected.

Manufacturer narrative:
(B) (4). (B) (4).